Event description:
It was reported that procedure performed was to treat a moderately calcified lesion in the superficial femoral artery. After successful use of the 5.0x200mm armada 18 balloon dilatation catheter (bdc), the armada 18 bdc was used a second time; however, the balloon failed to fold properly and could not re-enter the introducer sheath. An unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - contrast incorrect.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. There was no damage noted to the device during inspection prior to use or during the first successful advancement of the device in the procedure, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it may be possible that the balloon folds became compromised after the first inflation, causing the balloon to not be able to refold properly and subsequently resulting in the reported difficulty re-inserting the device into the introducer sheath and attempting to readvance the device into the sheath; however, a conclusive cause cannot be determined since the device and component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: physician's name. H6: additional medical device problem code.

Event description:
Subsequent to the initial filed report, the 5.0x200mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion. After the second inflation, the balloon failed to fold properly. During removal, the balloon had difficulty exiting the introducer sheath. After removal, another attempt was made to advance the bdc but resistance was met with the introducer sheath. No additional information was provided.